Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 293 mg/dl. The customer stated the pump shut down with motor error about 15 times. The pump has lost memory. Customer stated the drive support cap is sticking out. The customer was advised the pump will be replaced. The customer also stated they have experienced high blood glucose. Unable to troubleshoot for highs, due to drive support cap is protruded.